Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt had experienced pump stoppage and "red heart" alarms at home when tethered to the power base unit. When the pt switched to battery power, the alarms resolved. The pt reported feeling symptomatic/dizzy when on the power base unit. The pt returned to the hosp where the reported alarms were reproduced on 3 different power base units, using different power base unit pt cables. The system controller was exchanged as a precaution. Log files and x-rays were sent to the MFR for review which revealed the lvad pump operating parameters to be indicative of compromise to the percutaneous lead issue. As a result the decision was made to move the pt up on the transplant list. The pt underwent a transplant on (B)(6) 2012.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.